Event description:
It was reported that during surgery to implant artificial disc, the anchor post tip was broken off in the vertebral body of c7. The surgeon decided that he could not remove the fragment without damaging the vertebral body, so it was left inside the patient. The surgery was completed with no further complications.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.